Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, it was determined that the reported phenomenon, ¿although the power switch is pressed, the power will not remain turned on¿, occurred due to the subject device was manufactured before the design of the power switch was changed. Therefore, the power switch was broken because the operating force applied to the power switch and the number of times that the switch was pressed exceeded the original assumption. It was confirmed that the design of the power switch was changed in order to improve its resistance. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. The unit¿s power switch was found faulty as the unit would not remain powered on when the switch was pressed. Only the inside switch rail could adequately power the device. The power switch is outdated and will require updating. Additionally, a faulty scope socket was found, and a non-olympus lamp was installed on the device. The non-olympus lamp provided a meter reading of 200+ hours. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that his olympus evis exera iii xenon light source¿s power button would not stay latched in during procedure preparation. Details concerning the intended procedure and patient outcome were requested, but unknown by the initial reporter. However, he did confirm that the staff opted to exchange the subject device for another like device from a different room that wasn¿t in use. There was no patient harm reported as a result of this event.